Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and could not duplicate the reported malfunction. No errors were found in the fault logs. The fse inspected all cables and connections and replaced the power supply and wire harness to the main board. The iabp passed all calibration, functional, and safety tests performed. The iabp was returned to the customer and cleared for clinical use.

Event description:
The customer reported that while the intra-aortic balloon pump (iabp) was in use on a patient, the screen went blank and the iabp unexpectedly shut down. No adverse event has been reported.